Event description:
The reporter indicated they received a cc4204a collamer aspheric single piece lens and black particles were noted in the lens bottle. The lens was not used.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient. (B)(4) - (black particles in lens vial). Method - work order search results - a lens work order search was performed and no similar complaints were found within the work order. The lens was returned in the lens vial and visual inspection of the returned product found black particles in the liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Results of the analysis of the black particles noted in the liquid of the lens vial, show that they were not derived from any materials used during the manufacturing, sterilization or packaging processes of the (B)(4) lenses at staar surgical. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most probable cause of the event would be that the particles were introduced by the customer during their use or handling of the product. (B)(4).